Event description:
On october 23, 2004, the pt contacted lifescan alleging that his one touch ultra meter was prompting the error 4 message. He reported contacting a medical professional for advice; however, no further treatment was sought. He was tested on another unk meter and a result of 11.5 mmol/l was obtained. The customer service rep confirmed that the patient was using correct testing technique, the test strips were in good condition, and the room temperature was within range when the tests were performed. The csr walked the pt through retesting and the meter prompted the error 4 message. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.